Event description:
Additional information received reported, the patient received assistance from their doctor or manufacturer representative on 2015 (B)(6) and their concerns were resolved.

Event description:
It was reported that the patient had a pinched nerve in his shoulder blade that had started in the latter part of 2014 and he thought he might have been confusing dystonic symptoms with the pinched nerve. The patient also had a loss of therapeutic effect and return of symptoms the month prior to the date of this report when the implantable neurostimulator (ins) had gotten low. Return of symptoms had included head drooping. The ins was recently replaced. The patient was doing well and feeling fine on the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 3387s-40, lot# v011138, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3387-40, lot# j0540933v, implanted: (B)(6) 2005, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).